Event description:
In itu, they find that the shuttle technology in the colleague pump damages the administration set. Where the two valves are letting the fluid in and out of the pump head the set gets damaged. Over 72 hours, this means that the air alarm goes off because it is detecting damage as opposed to air. They have to move the set to stop this, but over 72 hours they run out of set. The business/(B)(4) has advised that the customer requires no further contact from the (B)(4). Therefore thet sample cannot be collected, the serial number remains unknown and the event-description cannot be clarified.

Manufacturer narrative:
(B)(4). The sample nor the serial number is available. The device has not been received for evaluation for interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
It was reported that when the ventilator was connected to the pt a technical error alarm was activated and no gas flow was delivered. (B) (4)-(B) (4).

Manufacturer narrative:
The software version for this device is currently not known.